Event description:
A lifecor patient services rep. Reports that while she was practicing with the device she noticed the electrode belt had bent pins and would not fit properly into the monitor. The device was not being used by patient.